Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer indicated that the instrument exhibited loss of cautery or low/intermittent energy delivery, damage to the cables remained unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the instrument was found to have a dislodged grip tang near the base of the grip tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.